Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required a fiber optic module.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse quoted to replace fiber optic module. Quoted customer no response received. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the repair information on this complaint event. If information is received, the complaint will be reopened and updated.